Manufacturer narrative:
The dental office declined to provide patient information for this event.

Event description:
On (B)(6) 2026, nakanishi became aware of handpiece overheating through a complaint input into the complaint database by a distributor ((B)(4)). Details are as follows: - the event occurred on (B)(6) 2025. - the dentist was performing a restorative filling procedure on a patient using the z95l handpiece (serial no. (B)(6) - during the procedure, the handpiece overheated, and the patient received a thermal burn injury to their inner cheek. - it was reported by the dental office that the patient's injury has healed normally without need for additional medical treatment.